Event description:
It was reported that the programmer screen went blank and/or would have stripes going down the screen. It was further requested that the programmer be updated with new software. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer screen went blank and/or would have stripes going down the screen. It was further requested that the programmer be updated with new software. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that the display screen intermittently went blank with stripes, and that the display dropped in some positions. The display flex cable and lower hinges were replaced to resolve the issues. No other anomalies were found. Product ID 2067 radio frequency programmer head. (B)(4).